Manufacturer narrative:
Corrected manufacturing date.

Event description:
It was reported that this recently implanted pacemaker system had a right atrial (ra) auto threshold test below programmed amplitude or suspended. Technical services (ts) was consulted and noted p waves were not being sensed. Ts recommended further evaluation. This pacemaker system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this recently implanted pacemaker system had a right atrial (ra) auto threshold test below programmed amplitude or suspended. Technical services (ts) was consulted and noted p waves were not being sensed. Ts recommended further evaluation. This pacemaker system remains in service. No adverse patient effects were reported.